Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not duplicate the reported problem. The system was rebooted, the power supply was adjusted, and the power connections and the fuses were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image. No pt injury was reported.